Event description:
It was reported that the left rod broke at l2 l3 revision. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The DHR was reviewed and no issues that would have resulted in this complaint were found. The measurable dimensions of the two rods sent in were checked. It was found that they corresponded to the drawings and the specifications. Examination of the raw material test certificate and the production documents led to the finding that no deviations could be found regarding material analysis, tensile strength, the structural stability as well as the production. No product defect could be determined.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)